Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment/intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 06 september 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Xtw (lot: 40404r2114) was implanted successfully central a2/p2. A second mitraclip nt (lot: 31114r1086) was then implanted lateral to the first clip, reducing mr to grade 1-2+. Leaflet insertion was confirmed in multiple views. After deployment, mr increased due to a suspected tear in the anterior leaflet. Both clips remained stable on the leaflets. No additional intervention was performed. The procedure ended with mr grade 3-4+. There was no clinically significant delay.